Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a damaged insulation 35 and 20 cm proximal to the lead tip, which most likely resulted from the extraction procedure due to the mentioned laser. A thorough analysis of the lead did not show any deviations which might have led to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted due to failure to capture following laser extraction of rv lead. Damage from laser suspected. No adverse patient events were reported. Should additional information be received, this file will be updated.